Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during preparation for a rotational atherectomy treatment procedure, the advancer knob would not move. During preparation outside of the patient, the knob of the 1.25mm rotablator rotalink plus advancer would not move. The procedure was completed with another of the same device. There were no patient complications reported. However, analysis of the returned device revealed sheath damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The rotalink unit was received for analysis. Visual analysis revealed that the catheter sheath was torn/split approximately 21cm from the strain relief which is consistent with over tightening of the hemostasis valve. Additionally, blood was evident in the distal catheter sheath and coil. Functional analysis could not be conducted due to the torn/split sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The rotablator dfu states that "if the homeostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The homeostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve." Therefore the root cause classification is user related. (B)(4).